Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: per additional information received all of the sutures were retrieved through the use of suction. There was no tissue damage, tissue loss, or extension of incision. The surgical time was extended by about 30 minutes. The patient recovered and was discharged.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one single use reloadable stapler. The instrument was loaded with a fully fired sin gle-use loading unit (sulu). Microscopic evaluation of the anvil noted staple witness marks in the anvil buckets. There were no visual or functional abnormalities noted during pmv testing. The loading unit was reset, reloaded into the instrument and cycled with a cceptable results. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an open jgb20 rectum carcinoma procedure. The open stapling device was being used for the rectum amputation. The stapler closed only partially and did not close bowel. The staples did not deploy. There were open staples lying on the bottom of the patient's pelvis. The surgeon needed to suture by hand to close the bowel. The bowel was not thick on the rectum site of the patient.